Event description:
This device was returned with no information. A competitor was able to confirm this patient received one of their systems. The following physician's office has no information regarding this explant as the patient has not been seen since 2010. The reason for removal is unknown. There are no known complaints associated with the functionality of this device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eri due to cold environmental conditions (e.g. Storage, transport). The eri-mode could be successfully reset. The device was implanted for 35 months. The inspection of the pacemaker memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.